Manufacturer narrative:
The t:slim pump user guide indicates that humalog has been tested up to 48 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose levels remained elevated (300-340 mg/dl). Customer attempted to treat elevated levels by delivering correction boluses and insulin injections. Customer also changed out infusion site, infusion tubing and cartridges. System check was performed with tandem technical support and the pump performed as intended. Customer reverted to insulin injections and indicated that health care provider would be consulted. Customer reported using humalog insulin and that cartridges are changed every three days.